Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported after the completion of a kidney procedure while placing dressing, the ultrathane mac-loc locking loop multipurpose drainage catheter was found to be leaking at the block/hub . The device was removed and replaced. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Concomitant medical products: benston wire; glide wire. Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection/dimensional verification/functional test of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed the presence of a leak between the hub and cap. All possible measurements were within specification and therefore we cannot confirm this device as non-conforming. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Both complaints are related because they came from the same report. Two failure modes, the other was deemed not reportable, were reported with the device in this complaint and therefore both complaints identified belong to the same device and patient. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, this failure mode has been escalated per internal processes. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.